Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device evaluation: the actual device has been returned. Reliability engineering evaluated the device. A visual and functional assessment were performed and the reported condition could not be confirmed or duplicated. If additional information should become available, a supplemental report will be sent accordingly.

Event description:
It was reported that the craniotome device was leaking black liquid. It was unknown to the reporter if the planned surgical procedure was completed without delay and if an identical spare device was available. It was unknown if there was patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.